Manufacturer narrative:
A partial lead was returned in five segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented to the hospital after receiving a patient notification. Upon interrogation high, out of range, high voltage lead impedance was noted. Pacing lead impedance was noted to have decreased and capture threshold slightly increased. Lead fracture was suspected. The lead was explanted and replaced. Patient was fine after the procedure.

Manufacturer narrative:
(B)(4).